Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called to request assistance with activating MRI mode. They said they were having trouble getting the communicator to connect with handset, and couldn't get the blue tooth light to go from blinking to solid. Agent walked patient through connecting to ins. Communicator did not have any issue connecting to handset. Upon tapping "find device" a message appeared on the screen that said "internal device has lost all data" with instruction to contact managing hcp. Patient said they've gotten this message "many, many times" since initially seeing it last night. Agent reviewed MRI scanning guidelines and suggested patient reach out to managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.